Event description:
Boston scientific received information that this patient had experienced a syncopal event. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific sales representative was contacted for further details and stated he had not been made aware of any patient issues. No other adverse events have been reported. This product issue will be updated if additional information is received.